Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip angle was different during the surgery. The procedural type was unknown. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact.

Event description:
Upon further assessment, it was confirmed that the reported mix product issue involving the ultrasound tip was attributable to the use of an incorrect item.

Manufacturer narrative:
Corrected information was updated in b.2., b.5 and h.11. Upon further assessment, it was confirmed that the mix product issue involving the ultrasound tip was attributable to the use of an incorrect item. This event does not meet the criteria for reporting under the applicable regulations. Accordingly, no further reports will be submitted under manufacturer report number 1644019-2026-00286. The manufacturer internal reference number is: (B)(4).